Event description:
It was reported that the patient presented in-clinic, complaining of shortness of breath. Cardiac tamponade and pleural effusion were noted via echocardiogram. Patient was transferred to the ER where an emergent pericardiocentesis was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.